Event description:
Misapplicaion of product. Patient fell. Re-fractured hipdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: modification of device - by user, misapplication of device. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: no. Corrective actions: user education provided. The device was not destroyed/disposed of.